Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation. The head was exchanged and shell repositioned. The affected oxonium femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that the surgeon did not fault the device. The patient impact beyond the reported dislocations due to implant positioning and revision procedure/details could not be concluded. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Possible causes could include but are not limited to limited range of motion, user/procedural variance or patient anatomy. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that after a primary operation performed on (B)(6) , patient had early dislocation. Revision surgery was performed for operation reduction. The head was exchanged as had a small scratch. Liner removed and shell repositioned. Liner placed back as not damaged.